Event description:
Report received of a pump sparking. The pump was received in the materials management department with a note that read: "sparks came out from the back of the pump". Reportedly, an orderly plugged the pump into a wall outlet in a storage room. The orderly then observed sparks coming out the back of the pump. The pump was described as having a charred, blackened, burned area on the back of the pump of the pump where the power cord enters the pump case. There was a hole in the insulation of the ac power cord. There was no reported harm to the staff member. Though requested, there was no further information available.